Manufacturer narrative:
A service visit was performed. A sample is in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported poor aspiration during surgery. The reporter mentioned that a system message related to handpiece calibration had been displayed, but the system was restarted to proceed with surgery. The surgery was completed with no patient harm and no delay. Additional information has been requested but not received to date.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the system was examined by a company representative who did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. The phaco handpiece met specifications at the time of release. The phaco handpiece was received for evaluation. A visual assessment of the returned sample revealed no nonconformities. The ground resistance of the handpiece was measured and found to be within specifications. The irrigation and aspiration functions were tested with a flow test. The volume output for both lines was within specifications. Priming and tuning were then attempted on a calibrated infiniti console and system message (sm) was displayed. The tip was replaced and retightened to address the issue, but sm persisted. Furthermore, the handpiece failed tuning. The handpiece was opened up and water ingress was noticed over and under the tape. The root cause of the reported event can be attributed to water ingress.